Event description:
Patient was sitting at the table in a regular chair with her gel cushion and slid off the gel cushion to the floor. Patient sustained right hip fracture and required surgical repair. X-ray done at emergency room confirmed fracture of the right hip.